Event description:
The complete pump system was removed on (B)(6) 2010 due to infection. A new system was implanted on (B)(6) 2010. The pump delivered lioresal 500 mcg/ml. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).